Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated alert 38 for consecutive stalled motor despite multiple restarts, with concurrent high blood glucose levels peaking at 380 mg/dl and remaining above 180 mg/dl for most of the day; the user received sustained high glucose alerts, did not use backup therapy, did not test ketones, and a replacement ilet was shipped. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no hospitalization, and no need for assistance. Investigation included review of device-reported alarms, user-reported performance, and troubleshooting with education, along with replacement logistics. Investigation of the returned device revealed a suspected pump motor stall impacting insulin delivery as indicated by the consecutive stalled motor alarm, consistent with a device performance issue in the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation.